Event description:
It was reported by the customer that the wrist debrider continues to run despite the surgeon removing foot from pedal. This has been previously reported by the surgeon. It puts the pt at risk by having normal tissue structures inadvertently debrided because of machine malfunction.

Manufacturer narrative:
The complaint device will not be returned for investigation. A follow-up report will be submitted, upon completion of the investigation.